Manufacturer narrative:
This reported issue has been identified to be related to a known issue being addressed through a field corrective action. Remediation and repair of the suspect device has been completed and no further investigation is required.

Manufacturer narrative:
(B)(4). A replacement gas delivery engine has been ordered for this unit, however at present there are no replacement gas delivery engines readily available for shipping. Once available, a replacement gas delivery engine (gde) will be provided to the user facility to repair the device and return it back to service.

Event description:
The following event was reported by a carefusion service representative on behalf of a user facility. According to the representative, a unit was alarming ¿circuit occlusion¿/ ¿ext. High ppeak pressure¿, and a/d counts were reading 4095. No patient involvement.